Event description:
A power source alert was reported, indicating an issue with the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), suggesting no adverse impact. Several attempts to resolve the issue, including trying different wall adapters and charging cables, were unsuccessful. As a result, the customer was instructed to switch to manual injection (mdi) as a backup therapy. Tandem technical support arranged for a replacement pump to be sent, confirmed the shipping address, and provided instructions on returning the faulty pump.